Manufacturer narrative:
(B)(4). Batch # m9195z the analysis results found that the 2h12lp device was returned in good condition. The device was visually inspected and no sleeve deformations were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m9195z.

Event description:
It was reported that during a laparoscopic nephrectomy, the tip of the outer sleeve was slightly distorted when a camera was inserted. Another device was used to complete the case. There were no adverse consequences to the patient.